Event description:
Patient had surgery to install a digit widget external fixation device. Physician reported that patient had 'infection that required early removal'.

Manufacturer narrative:
Reviewed sterilization and sterile barrier inspection records of lots possibly involved. No pattern related to irradiation dose lot or device lot noted. Confirmed labeling included cautions regarding pin site care.

Manufacturer narrative:
Reviewed sterilization and sterile barrier inspection records of lots possibly involved. No pattern related to irradiation dose lot or device lot noted. Confirmed labeling included cautions regarding pin site care.

Event description:
Patient had surgery to install a digit widget external fixation device. Physician reported that patient had 'infection that required early removal.